Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
During 3d laparoscopic procedure for a hysterectomy, the user used two of ltf-190-10-3d. The endoscopic image became like color bars while the high-frequency treatment device was being activated. The user continued to perform and completed the procedure without replacing the subject device. There were no reports of patient injuries related to this incident. This is 2nd reports of 2 ltf-190-10-3d.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot evaluate the subject device. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the ccd unit. There were no further details provided. If significant additional information is received, this report will be supplemented.